Manufacturer narrative:
(B)(4).

Event description:
It was reported that during interrogation, the pulse generator exhibited backup vvi operation. The device could not be restored through the programmer. No intervention or patient symptoms were reported.